Event description:
It was reported to philips that the device failed its op check for the defib test. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing. Therapy connector j16 pins were found lifted, hence the defib test failure during operational check.